Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused vancomycin during therapy. Refrigerated vancomycin was hung as a primary infusion with a volume of 500ml (delivery rate and doe unknown). The pump alarmed as infusion complete, and the bag still had approximately 100ml left in it. The user called the pharmacy department to inquire about the overfill being expected, none should be left in bag, it should be run dry. The user adjusted the volume to be infused to continue infusing the medication. The user contacted the baxter 24-hour hotline and was told the new pump is not as effective within the sensor with cold infusions and to anticipate the flow may not be 100% accurate and to use special tubing (which was not in stock). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.